Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 44 mg/dl. The sensor glucose at the time of the event was 84 mg/dl. Sensor glucose and blood glucose difference was 40 mg/dl and not within target range. Customer declined troubleshooting for past event. The insulin pump will not be returned for analysis. Concomitant medication: ozo- mmt-7008-sensor.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.